Event description:
It was reported that following surgery on a pt's elbow, an attempt was made to remove the wound drain. The drain broke and a portion of the drain remained inside the pt. The pt requested that the physician remove the indwelling drain portion so the pt was taken back to surgery where the indwelling drain was successfully removed.